Event description:
Schulman, 2017 ¿ optimizing eus-guided liver biopsy sampling: comprehensive assessment of needle types and tissue acquisition techniques "six needle types were tested on human cadaveric tissue: one 19g fna needle, one existing 19g fnb needle, one novel 19g fnb needle, one 22g fnb needle, and two 18g percutaneous needles (18g1 and 18g2). Two needle excursion patterns (1 vs 3 fanning passes) were performed on all eus needles. Primary outcome was number of portal tracts. Secondary outcomes were degree of fragmentation and specimen adequacy. Pairwise comparisons were performed using t tests, with a 2-sided p < .05 considered to be significant. Multivariable regression analysis was performed." This file captures the user error slow pull technique.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted as a cancellation report as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510(k) # k210476. Confirmation received from quality engineering on 24 oct 2024 that file can be cancelled based on 'the investigation for complaint (B)(4) captures 1 case of user error involving an echo-hd-19-c needle where a slow-pull technique was used. Slow-pull technique is not included in the ifu0077. There is no specific direction for user not to use this technique, furthermore, please refer to: d00200354 rev. 04 ¿technical content of device labelling for echotip procore hd ultrasound biopsy needles and ifu0077¿ for update. Section was added to ifu0077 to allow the user to use other techniques.' Supplemental report is being submitted as a cancellation report as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.